Event description:
It was reported the insulin pump was not delivering insulin. Customer stated the line does prime correctly. Customer last blood glucose was unknown but it went high on new years eve. Low reservoir and low battery alarms were the only alarms on the device. No physical damage noted on the device. Support cap was ok. Insulin exits during manual prime. No changes to the settings have done recently. The cannula was not bent nor was there bleeding and irritation at the site. Customer declined performing the high pressure test and requested the device to be replaced. Blood glucose was 33mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.